Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter underwent a thorough analysis. The cuffs were visually and microscopically examined, and leak tested. A pinhole leak was identified in one of the cuffs that is consistent with wear at a corner of a fold. The balloon was visually and microscopically examined, and leak tested. No anomalies were found with the balloon. The pump was visually and microscopically examined, and leak tested. No anomalies were found with the pump. Based on the information available and analysis results, the hole identified in the cuff could have caused or contributed to the removal of the device.

Event description:
It was reported that this artificial urinary sphincter returned to boston scientific without a device performance allegation. Analysis identified a hole in one of the cuffs.